Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported "camera flicker" failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube (thermistor) is broken. Error 104 occurs. The fiber bonding in the outer tube area (distal end) is damaged. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress and electrical component failures. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the laparoscope flickered and had an error message that showed that the fog function was not working. There were no reports of patient harm.